Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experienced a blood glucose ranging from 41-350 mg/dl with severe dizziness associated with an alleged time/date reset issue. Reportedly the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that they did not realize that the time and date should hold when the battery was out for less than 24 hours and when they changed the battery, the am/pm was incorrect and that the patient was receiving am dose at night. This complaint is being reported because the patient allegedly experienced hypoglycemia as well as hyperglycemia due to a result of a time/date reset issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2017 with the following findings: the pump's black box showed a time and date reset following a pump reboot event on (B)(6) 2017. When the pump was powered back on the time was set incorrectly. The pump was exercised for 24 hours, and after 24 hours the pump was powered off for 6 hours. When the pump was powered on again the time and date had been reset to default. The total daily doses of insulin added up correctly. The pump passed a delivery accuracy test with no issues. Unrelated to the initial allegation, the battery compartment and display lens were cracked.